Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The 90% stenosed lesion in the non calcified, non tortuous proximal left anterior descending (lad) artery was predilated with a 2.0x10mm ezeeway balloon inflated to 10 atm's for 15 seconds. "Reasonable flow was achieved." The physician then decided to place the taxus liberte' 3.0x20mm drug eluting stent. The stent crossed the lesion and the stent was deployed. The balloon was inflated to 12 atm's without difficulty. An inflation device was used for stent deployment. When the physician attempted to deflate the balloon, he was unable to visualize the balloon deflation under angiography. The physician had to remove the inflation device and used a 20cc syringe to deflate the balloon. The stent delivery system was removed intact. The procedure had been successfully completed. Total balloon inflation time was reported to be 10 seconds. No patient complications occurred. Patient status is satisfactory.